Event description:
In 2009, the lay user/pt contacted lifescan (lfs) canada alleging that her one touch ultrasmart meter was reading inaccurately high compared to her feelings and/or past readings. The complaint was classified based on answers to follow-up questions provided by the medical surveillance specialist (mss). The pt reported that the alleged inaccuracy began two weeks prior to contacting lfs. The customer service rep (csr) noted that the pt takes a fixed amount of lantus insulin in the morning and evening in addition to taking rapid insulin at meal times. The pt stated that the amount of rapid insulin she administers is dependent on her blood glucose level. As a result of the issue, the pt reported that she was administering rapid insulin based on the alleged high readings, and every night for 2 weeks she developed symptoms of "hypoglycemia," which she described as "weakness in the gut, sweating, trembling, feeling weak, and unable to think properly." The pt was unable to provide the details regarding the actual results obtained and the action taken in response to the alleged high readings prior to developing the symptoms and contacting lfs. In response to the symptoms, the pt claimed that her spouse either administered treatment or helped guide her with treating herself. The pt stated that she treated herself or was treated with food, juice, glucose tablets or glucose gels depending on the severity of the symptoms. In addition, the pt reported that at the onset of symptoms she did test her blood glucose with the subject meter and claimed, "sometimes the meter read as it should, and that sometimes it did not." At the time of troubleshooting, the csr was unable to confirm the pt's testing technique or if she was cleaning the puncture area properly prior to testing. Replacement products were sent to the pt. This complaint is being reported, because the pt claims she obtained inaccurate high readings on the subject meter, administered treatment based on the alleged results, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform the FDA of product(s) that do no pass inspection in a supplemental report.